Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, patient factors (bulky calcification on rcc; pre-existing rbbb) and the mechanisms described above contributed to the av block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), post transfemoral tavr procedure, syncope and second degree av block occurred and a permanent pacemaker was implanted 10 days after the procedure. The pre-operative ECG showed nsr. A 23mm sapien 3 valve was deployed with 2 ml less than nominal volume in a final 80:20 aortic/ventricular position. Mild pvl was noted post valve deployment but it was determined to be acceptable. No post dilation was performed due to rupture risk. The patient was monitored with a temporary pacemaker after the procedure. On post-operative day (pod) 4, the temporary pacemaker was removed. The post-operative progress was uneventful. On pod 10, the patient has a syncopal event in the general ward. After CPR was performed, the patient came back to consciousness but second degree av block occurred. A permanent pacemaker (ppm) was implanted on the same day. After implantation of ppm, the progress was uneventful. There was no issues on the sapien 3 valve function. The patient was discharged from the hospital uneventfully on pod 20.